Event description:
Report received of a stent dislodgement and migration. The patient was undergoing a coronary stent procedure to treat a 60% blockage in the proximal right coronary artery. Pre-dilatation was not performed. The physician initially attempted to place a cypher stent. The cypher stent was reported to dislodged and was removed from the patient. The physician then attempted to place a 3.0 x 28mm biodiv ysio coronary stent. The stent and stent delivery system were reported to have been prepped according to the instructions for use. During the attempt to place the biodiv ysio stent, it was noted the stent had moved on the balloon, therefore, the physician chose to remove the stent and stent delivery system. During the attempt to remove the stent and the guiding catheter as one unit, the stent was reported to dislodge from the stent delivery system. The stent migrated to an unspecified area above the patient's right knee. The migrated stent was snared and successfully retrieved via left common femoral artery access. The physician stated that the biodivysio stent possibly dislodged because it got caught to plaque during withdrawal. The physician noted plaque between the lesion and the catheter. The stent was reported to be difficult to place due to the anatomy of the vessel. The right coronary artery lesion was dilated and another manufacturer's stent was used to treat the lesion. The patient was reported to do "just fine".